Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt experienced loss of back stimulation. X-rays confirmed the lead had migrated. Subsequently, the pt's entire scs system was explanted and replaced, which resolved the issue. Ipg replacement was elective.